Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: p1501dr implantable pulse generator (ipg) implanted: (B)(6) 2010; 383059 implantable pacing lead implanted: (B)(6) 2010.

Event description:
It was reported that an infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.